Manufacturer narrative:
Part numbers: 00770100000 with serial #s: (B)(6) are being sent back since the customer could not indicate the single device serial # that was a part of the reported event. No harm occurred to the patient or operator as a cadaver skin was used and not another piece of the patients skin. It is unknown which device malfunctioned during the procedure. All products were sent in for precautionary measures.

Event description:
It was reported that the unit was not working properly/tearing skin, internal piece that rotates the cutter was not rotating, the combs are bending, pins are very hard to open. Event occurred during surgery. No harm reported, yes a delay - had to get new mesher and more cadaver skin. There was a delay that occurred during the procedure of unknown timing, however, it was not greater than 30 min.

Event description:
No additional event information received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The device history record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The device history record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who evaluated and repaired the devices. On (B)(6) 2018, it was reported from (B)(6) hospital of (B)(6) that three meshers were not working properly and tearing skin, had the internal piece that rotates the cutter not rotating, had combs bending and had pins that were very hard to open. The customer returned zimmer skin graft meshers serial numbers (B)(4) for evaluation. Evaluation of mesher serial number (B)(4) occurred on 27 november 2018 and it was noted that the roller and comb were bent, but the device was within calibration specifications. Evaluation of mesher serial number (B)(4) occurred on 27 november 2018 and it was noted that the roller, comb, and sideplates were damaged. None of the pretests on the device could be performed due to the damaged components. Evaluation of mesher serial number (B)(4) occurred on 27 november 2018 and it was noted that the roller, gear and sideplates were damaged. None of the pretests on the device could be performed due to a bent comb. Repair of the three meshers occurred the same day and involved replacing the roller and comb on serial number (B)(4), the damaged comb, roller, and sideplates on serial number (B)(4), and the sideplates, bushings, roller, gear, and comb on serial number (B)(4). The technician then recalibrated the devices and verified that all three meshers were functioning as intended. The meshers were then returned to the customer without further incident. The devices were tested, inspected, and repaired. Reference numbers (B)(4) on 7 november 2018. While the service technician was able to find that there was a damaged comb and roller on all three of the devices and that the sideplates were damaged on two of them, all of these causing the cutting and tearing skin as well as the other reported issues with the device, it cannot be determined from the information provided as to what led to these components failing. Therefore, a specific root cause for the reported issues cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the unit was not working properly/tearing skin, internal piece that rotates the cutter was not rotating, the combs are bending, pins are very hard to open. Event occurred during surgery. No harm reported, yes a delay - had to get new mesher and more cadaver skin. No additional adverse events were reported.